Manufacturer narrative:
The date of event is estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2020-23183. It was reported the patient had been receiving inadequate coverage due to high impedance. Reprogramming was unable to provide needed coverage. As a result, the lead that showed high impedance was explanted and replaced to address the issue. Note: both of the patient's leads are being reported as explanted because it's unknown which lead showed high impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2020-23183.